Event description:
Initially reported as an informal request to explain an ECG record from an event. When using an fr2 to treat a patient in ventricular fibrillation, 3 shocks were not delivered. Another fr2 was connected to the same initial pads and the same type of event occurred.